Manufacturer narrative:
The returned device was evaluated. During this testing it was found that some led segments do not illuminate correctly due to corrosion on the system board. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that he display is not all showing up, and they cannot get the correct numbers. No patient incident reported, and will engage in monitoring, just cannot read it. There was no known impact or consequence to patient.